Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, senseonics was made aware of an incident where the physician was unable to remove the sensor on the first attempt made.

Manufacturer narrative:
The sensor was successfully removed during the second removal attempt on 29 jan 2020. H6 results code updated to 3221. H6 conclusion code updated to 4311.